Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot of the disposable handpiece was not provided; therefore a device history could not be performed. The relationship between the device and the reported adverse event could not be established. Based on the information reviewed, there is no indication of a product deficiency directly associated with the adverse event. All handpieces meet all qa specifications prior to being released, including adequate sterilization. Uterine/bowel perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.

Event description:
Diagnostic hysteroscopy and endometrial ablation were performed in a patient suffering from aub. Patient's past history was remarkable by undergoing two cesarean deliveries, with the last one requiring re-laparotomy and secondary hemostasis at the site of incision on the lower uterine segment of the uterus. At the time of ablation the minerva dilator was not used. The device was inserted and deployed in green (number of dots unknown). Uit was initiated and passed, which was followed by an uninterrupted 2 minute ablation cycle. Upon completion the device was removed and diagnostic hysteroscopy was performed with adequate uterine distention. About 2 weeks after the procedure, the patient went to a different hospital complaining of pain. CT was performed and a uterine perforation was suspected. Diagnostic laparoscopy was performed confirming fundal uterine perforation as well as perforation of the small and large intestines. A significant amount of adhesions between small and large intestines and the uterus (likely secondary to previous c-sections) were seen. End-to-end anastomosis and hysterectomy were performed. The patient recovered and discharged.